Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a baxter employed nurse from (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient received remedial treatment with injection cefazolin (reflin) 500 mg/l ip, injection ceftazidime (fortum) 500 mg/l of capd fluid bag ip, and tablet ciplox tz twice a day, all of which had continued as of the time of this report. The event of peritonitis was resolving. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality for the event of peritonitis and dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.